Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the 20mm sac growth event is confirmed by medical records only and is due to an indeterminate endoleak. It was reported there was no endoleak, this is refuted- there was contrast noted on the ultrasound report and the discharge summary which noted a possible type ii and type 3 endoleak. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this event included intraoperative hypotension, resolved post operatively. The patient's renal failure limited contrasted CT imaging, only a report of an ultrasound was received, (cautionary product use condition). The final patient status was discharged on the fourth post-operative day stable back to a skilled rehabilitation facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, sac growth was identified with no evident endoleak. The patient is being monitored while treatment is being discussed. Additional information: the physician performed a re-intervention with relining the original implanted devices with another bifurcated stent graft and infrarenal stent graft extension and embolized a couple of lumbars arteries that were being supplied by the left internal iliac artery to resolve the reported events. The final patient status is being reported as the patient did well. During clinical assessment, the report of no endoleak was refuted as there was contrast noted on the ultrasound report and the discharge summary which identified a possible type ii and type 3 endoleak of indeterminate origin.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, sac growth was identified with no evident endoleak. The patient is being monitored while treatment is being discussed,